Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz system. The incident occurred in (B)(6) italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that after the user reversed the direction of rotation of the arterial pump of an essenz system and after re-establishing the correct direction of rotation, an alarm appeared on the pump. Despite the alarm, the arterial pump was working properly. The issue occurred at the end of the procedure. There was no patient involvement.

Manufacturer narrative:
H11: cockpit log files have been extracted and analyzed. Three (3) case logs were generated on the day of the event (29th november 2024) and only one log contains an error message related to an arterial pump issue: error code 2301, which indicates that the stored direction of rotation of the pump is inconsistent with the value stored in the control unit. This type of anomaly does not have an impact on safety, effectiveness, performance, usability or cybersecurity. Based on all the above, the root cause of the event has been traced back to a software anomaly.

Event description:
See initial report.